Event description:
It was reported that the basal iq software did not suspend insulin delivery as intended. Reportedly, customer blood glucose (bg) level was "almost in the 50's mg/dl." Specific bg level was not provided. Tandem technical support was unable to confirm the reported issue as the customer did not upload pump data for review. Reportedly, the customer continued to use the pump for insulin.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.